Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly multiple times. Additionally, an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 500mg/dl and a correction bolus was delivered to address the bg level. Due to these events, the customer's bg level increased to 575mg/dl and experienced diabetic ketoacidosis leading to a hospitalization. While at the hospital, the customer was treated intravenously with an insulin drip. During a follow-up, it was reported the customer was released from the hospital the following day.